Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving recurring replace battery now alarms. They had tried placing about 6-7 new batteries. The customer's blood glucose level was 205 mg/dl. They did receive a low battery warning prior to the replace battery now alarm. It was the second occurrence of a replace battery now alarm in less than 10 hours after a low battery warning. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected power loss or battery alarms noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. However, unit received with corroded battery tube. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.